Event description:
Patient reported seeking treatment for high glucose (~ 300 mg/dl), at the hospital emergency room. By the time, patient arrived at the hospital, patient's blood glucose level had declined, due to the bolus patient had programmed while in transit. Patient stated that, although patient was released, patient again sought treatment for elevated blood glucose (> 500 mg/dl) later that evening. Patient was placed on sliding scale insulin injections, and released from the hospital the following day.